Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The patient information was not available at the facility.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a faradrive steerable sheath was selected for use, at one point during mapping it was noticed sheath detection was not working very well. Fluoro was flashed and when physician pulled catheter back into the sheath the tip of the sheath was found to be loose with mushroom-like shape and bent on itself. Catheter could not slide back and forth easily. Farawave was removed and replaced the sheath completing the case successfully. No patient complications were reported. Device is expected to return.